Manufacturer narrative:
The pod was received with the cannula deployed. Inspection of the needle mechanism assembly found no evidence of any damage or manufacturing deficiencies that would result in cannula dislodge. A root cause for the reported cannula dislodge could not be determined. The exposed soft cannula of the received pod was found to be kinked and flattened. It could not be conclusively determined when this damage to soft cannula occurred. After clearing the crystallized insulin residue inside the soft cannula, the fluid could pass through the complete fluid path. No abnormalities were observed in the pod download data that would indicate a failure to deliver insulin. Investigation results found no evidence of any damage or defects on the formed needle and bottom housing that would cause pain at the pod infusion site. The exact cause of the reported event of pain during insertion could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are also unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Additionally, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached over 325 mg/dl while wearing the pod between 4 and 24 hours. Patient reported feeling pain during wear. Patient also stated the cannula dislodged from the infusion site (abdomen); upon removal, the cannula also appeared bent. As treatment, a correction bolus was delivered, patient drank water and exercised, and a new pod was applied. The patient's blood glucose, carbohydrate, and insulin history are/is as follows: (B)(6).